Event description:
It was reported that a minimum fill notification occurred due to the customer filling the cartridge with less than 80 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level displayed as "high", specific value was not provided. Customer had not addressed the high bg.